Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and insulin pump had unexpected restart alarm. The customer¿s blood glucose level was 538 mg/dl. Troubleshooting was performed for alarm and customer was advised to monitor the insulin pump. Customer reports that the alarm was not recurring during normal insulin pump use. The insulin pump will not be returned for analysis.